Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 506 mg/dl, the customer current blood glucose was 91 mg/dl. The customer was hospitalized on (B)(6) 2018 4:30 pm. The drive support cap appears normal (slightly indented). The customer experienced symptoms such as vomiting and nausea. The customer was treated with admitted to hospital. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.